Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed with a failed battery test. The patient's blood glucose at the time of incident was 180 mg/dl. Troubleshooting was initiated for the failed battery test. The caller confirmed that the battery cap contacts and battery compartment did not have any damage, corrosion, or missing components. However, the spring was corroded. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with a corroded battery tube. However, the pump passed the functional testing, including the operating currents, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. No unexpected failed battery test, low battery, bad battery, auto off alarm or low reservoir alarm noted. No battery icon anomaly was noted. No corroded battery spring contact was noted. The pump had a cracked case at the display window corner, and minor scratches on the display window.